Manufacturer narrative:
Based on the information provided, the procedure was converted to an open approach due to patient anatomy.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the procedure was converted to an open approach due to patient anatomy. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.